Event description:
It was reported that the user transferred from dexcom to the ilet and attempted to pair a dexcom g7 10-day sensor to the ilet, but pairing failed after the code was entered and the app displayed a ¿replace sensor now¿ alert; pairing was reattempted after coaching and the process restarted. Symptoms included no adverse clinical effects. Outcomes included no impact beyond interruption of cgm data to the ilet. Investigation included troubleshooting and user education to reenter the sensor code and initiate pairing again. Investigation of this case revealed an expired or invalid pairing session associated with the g7 sensor lifecycle state that prevented successful connection to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and sensor session timing leading to unsuccessful device communication.